Event description:
It was reported that the doctor has reported that the patient returned after a year that the marker appearing as a density around the clip. The customer is sending images to review.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.